Event description:
The physician used a psc032 to track a psc054. The physician then removed the psc032 from the psc054 and placed it on the back table. When the catheter was moved to the back table, it fell apart in two pieces.

Manufacturer narrative:
The device is available for evaluation and a follow-up MDR will be submitted upon completion of the investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.